Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unspecified baxter intravenous (IV) tubing disconnected from a patient¿s venous access site. These disconnection events would not occur immediately; however, would happen within several hours to days after patient connection for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.